Event description:
It was reported that during an unspecified procedure, a stent damaged occurred. The target lesion was in the severely calcified and severely tortuous unspecified location. The unspecified size nc quantum apex balloon catheter was used for dilatation. A 2.25x28mm promus element plus drug-eluting stent was advanced to the target lesion but could not cross due to severe calcification and tortuousity of the vessel. The physician attempted for a few minutes but could not resolve the issue, so they gave up delivering the device. They removed it outside the patient and noticed that the stent was lifted. They exchanged the device and completed the procedure with the deployment of another 2.25x28mm promus element plus drug-eluting stent without issue. No patient complications were reported and the patient status is good.

Event description:
It was reported that during an unspecified procedure, a stent damaged occurred. The target lesion was in the severely calcified and severely tortuous unspecified location. The unspecified size nc quantum apex balloon catheter was used for dilatation. A 2.25x28mm promus element plus drug-eluting stent was advanced to the target lesion but could not cross due to severe calcification and tortuousity of the vessel. The physician attempted for a few minutes but could not resolve the issue, so they gave up delivering the device. They removed it outside the patient and noticed that the stent was lifted. They exchanged the device and completed the procedure with the deployment of another 2.25x28mm promus element plus drug-eluting stent without issue. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. A visual and microscopic examination found that the stent was damaged at both ends. The distal end was more severely damaged with the 3 most distal stretched distally past the distal markerband. One strut of the most proximal row was lifted. The tip was slightly flared this type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. A minor kink was noted at the distal outer 50mm from the proximal balloon bond. The hypotube was kinked at various locations. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).